Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. An attempt has been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: hernia. 2024 oct;28(5):1817-1822. Doi: 10.1007/s10029-024-03088-8. Epub 2024 jun 19. Pmid: 38896190; pmcid: pmc11449985. Https://pubmed.ncbi.nlm.nih.gov/38896190/.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: cruroplasty as a standalone treatment for recurrent hiatal hernia repair. The aim of this study is to expand on prior research to further evaluate outcomes following cruroplasty alone compared to cruroplasty and fundoplication revision for the management of recurrent hiatal hernias. Between february 2009 and october 2022, a total of 141 patients were included, 93 patients underwent full revision, and 48 patients underwent cruroplasty alone. Vicryl mesh (eth) was used during full revision and cruroplasty. Reported complications: vicryl mesh (eth), full revision (n=93). Intra-operative esophagotomy (n=1), treatment: was primarily repaired. Dysphagia (n=10). Treatment: not reported. Heartburn (n=6). Treatment: not reported. Regurgitation (n=5), treatment: not reported. Cough (n=3), treatment: not reported. Hoarseness (n=1), treatment not reported. Gas bloat (n=9), treatment: not reported. Hiatal hernia recurrence (n=16), treatment: not reported. 30-day complication (unspecified) (n=15), treatment: not reported. Post-op ppi (n=9), treatment: not reported. Cruroplasty alone (n=48). Dysphagia (n=7), treatment: not reported. Heartburn (n=7), treatment: not reported. Regurgitation (n=5), treatment: not reported. Cough (n=3), treatment: not reported. Hoarseness (n=2), treatment not reported. Gas bloat (n=6), treatment: not reported. Hiatal hernia recurrence (n=5), treatment: not reported. 30-day complication (unspecified) (n=12), treatment: not reported. In conclusion, in patients with intact fundoplication or msa, cruroplasty alone results in similar post-operative outcomes compared to full revision for recurrent hiatal hernia. Additionally, this study found suggests that patients with recurrent hiatal hernias found to have an intact fundoplication or msa device on intraoperative egd following crural repair can avoid unnecessary revision and can be safely managed with cruroplasty alone.